Manufacturer narrative:
The data files and balloon catheter afapro28 with lot number 15741 were returned and analyzed. The files showed at least 19 applications were performed with the catheter and system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ and system notice 50006 ¿the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled¿ were triggered on the date of the event. Smart chip verification indicated the catheter was used for 19 injections. Performance test failed due to system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ after connecting the catheter to the console. Visual inspection of the balloon catheter showed dried balloon inside inner balloon. A pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach was observed. Visual inspection under microscope revealed a crack on the guide wire lumen at the attachment of the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen leak at the tip attachment. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Upon further inspection of the balloon catheter, a crack on the guide wire lumen at the attachment of the tip was noted. The balloon catheter failed the inspection due to guide wire lumen breach at the connection with the tip. If information is provided in the future, a supplemental report will be issued.